Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. (B)(4).

Event description:
It was also reported that the patient had symptoms of dyspnea.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. (B)(4).

Event description:
It was reported that device reached recommended replacement time after two years due to high outputs on the atrial channel. Premature battery depletion was suspected. The device was explanted and was replaced. The patient is a participant in the optilink study. No patient complications have been reported as a result of this event.